Manufacturer narrative:
The cycler was not available for failure analysis as it was released to manufacturing prior to this event being escalated. An investigation of the device manufacturing prior to this event being escalated. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
The pt's medical records were requested and had not been received at the time of this report. If the medical records should become available, a supplemental report will be submitted. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) pt called technical support due to drain complications. During follow-up with the pt's caregiver it was noted on (B)(6) 2015 the pt's effluent was cloudy. The pt experienced abdominal pain and pd cultures were performed. The caregiver noted the pt was diagnosed with peritonitis and treated with a prescription antibiotic. It was also noted the cause of the peritonitis was likely due to touch contamination because the pt is not good at following the proper techniques.

Event description:
On (B)(6) 2015, the pt presented to his pd clinic with slight abdominal pain during drains. A drain was performed and showed cloudy effluent. The effluent was cultured and analyzed. The pt was re-educated on hand hygiene and aseptic technique. The pt was diagnosed with peritonitis and was administered vancomycin 1500mg and ceftazidime 1gm via ip route for a six hour dwell. On (B)(6) 2015, the pt present to his pd clinic and was administered ceftazidime 1 gm via ip route (dose unknown). On (B)(6) 2015, the pt's extension set was changed via sterile technique to a 12 inch fresenius extension. The pt was administered ceftazidime via ip route (dose unknown). After the pt's clinic visit on (B)(6) 2015, the culture results showed an isolate (B)(6), ceftazidime was discontinued, vancomycin continued via ip route (dose and frequency unknown). On (B)(6) 2015, the pt was administered vancomycin 1500mg ip route for a six hour dwell, and was prescribed vancomycin 450mg ip route every day for six days. On (B)(6) 2015, the pt's antibiotic therapy prescription was changed to be given during pd clinic visit vancomycin 1gm via ip route in 2000mls dialysate for a six hour dwell. On (B)(6) 2015, the pt presented to his pd clinic with slight abdominal pain stating it was due to constipation. Pd effluent was expressed and collected for cell count with differential and cultures. The effluent was clear light yellow, and the pt was re-educated on the importance of stool softener compliance for constipation prevention.